Manufacturer narrative:
Programming history available in the physician's handheld device was reviewed by the physician and relayed to the manufacturer,

Event description:
It was reported on (B)(6) 2012 that the patient was experiencing stimulation stronger than expected following an appointment with the physician earlier that date. Per the physician when he saw the patient, he was unable to run system diagnostics as the screen froze. He was able to resolve the screen freeze, but was still unable to perform diagnostics due to communication issues. The patient then returned to the physician's office and the physician was able to interrogate the generator. Upon interrogation it was observed that the generator was at settings that were indicative of a faulted diagnostics test. The physician did confirm that due to the communication problems and the frozen screen he did not perform a final interrogation of the device following the failed diagnostic attempts. It was confirmed that the handheld was not plugged into the outlet. The patient was then programmed to her intended settings. Additional troubleshooting was performed and it was revealed that the cause of the communication errors was related to a depleted wand battery. After the battery was replaced, the programming system worked without issue, and successful system diagnostics were completed.